Event description:
Event description guidant received information that during the procedure to implant this left ventricular lead, the patient developed an episode of complete heart block. It was suspected that during the lead positioning, the right bundle branch was damaged.